Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.4, d.9, h.3, h.4, h.6 and h.10. A sample has been received. Complaint indication cannot be visually inspected. This returned product cannot confirm this complaint indication. Complaint trending reviewed for the lot code provided. Two similar complaints found. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. Review of the batch record indicates the product meets specification. No manufacturing assignable root cause could be determined. There is no impact to safety, quality, or efficacy of the product. Based on the investigation, the lack of additional complaints for this lot, the returned sample evaluation, and the acceptable batch record review, no further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is seven of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an "outbreak" of tass at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeon's involved. All four patients associated with this report of tass had a history of glaucoma. The exact procedure performed on any one patient remains unconfirmed. This file represents two out of the four patients.